Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , the reported ' unit still does not detect when door is open' was confirmed. The device failed latch verification testing. A service history review revealed the device was previously serviced for a different issue. The direct cause of the current issue was not serviced during the last return cycle and there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not detecting when door was open during testing in the biomedical service department. There was no patient involvement. No additional information is available.